Event description:
The customer states that one of the architect i2000 analyzers in their lab is generating discrepant results between samples run neat and samples run in the auto-dilution mode for the total b-hcg assay. The issue was noted when one patient generated total bhcg assay results of 2800, 1100, and 2800 miu/ml on three separate samples. The samples initially generated a result of >15000 miu/ml. The customer states that samples initially generating a result of >15000 miu/ml yield diluted final results that are lower than 15000 miu/ml. The customer does not see this issue with any other assay. The customer replaced the sample probe on the suspect analyzer and tested the elevated sample again and generated a final result of 10335.5 miu/ml. A service call was initiated.

Manufacturer narrative:
Review of the complaint text indicates erratic total beta-human chorionic gonadotropin (b-hcg) results were produced. The operator received errors when processing high b-hcg results with automatic dilutions. The automatic dilutions were producing lower results than expected. The laboratory stopped testing b-hcg on the instrument. Other samples, assays, and control samples (qc) were not affected. During the inspection of the instrument on a field service engineer (fse) visit, a leaking r2 pipettor syringe was found with dried buffer attached to the syringe. No injuries or exposures were reported. The fse replaced the r2 pipettor syringe. The operator then ran all the qc and high b-hcg samples on the instrument with autodilutions. The instrument, qc, and results were within acceptable specifications. Since replacement of the r2 pipettor syringe, the issue of erratic b-hcg has not been observed. A review of the complaint history for architect isystem over the period of time of 11/12/07 through 01/12/09 was performed. The review did not find other complaints related to this issue. The customer's issue is addressed in the architect system operations manual, operational precautions and limitations, limitations of result interpretation and in section 9: service and maintenance: component replacement and in section 10: troubleshooting and diagnostics under observed problems. In the architect total beta-human chorionic gonadotropin reagent package insert, literature is provided in describing suitable specimens, results, and limitations of the procedure. A malfunction of the system occurred and is most likely due to an obstructed and leaking r2 pipettor syringe. After the replacement of the r2 pipettor syringe, the instrument was running within specifications. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.